Manufacturer narrative:
B3: date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a vessel closure of an unknown vessel using three proglide relative to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, three proglide did not perform the suture [needle to cuff miss]. An unspecified method was used to achieve hemostasis. No additional information was provided.

Event description:
It was reported that this was a vessel closure of an unknown vessel using three proglide relative to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, three proglide did not perform the suture [needle to cuff miss]. An unspecified method was used to achieve hemostasis. Subsequent to the previously filed report, the following information was received: it was reported that this was a vessel closure of a right-side vessel using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - lot number updated from unknown to 3012441. D9, h3 - device returning updated from ni to discarded/not returning.